Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching. The proximal and distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner and outer insulation of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead returned has been stretched from 45cm original lead length to 50cm.

Event description:
It was reported that during an attempted implant, while repositioning the right atrial (ra) lead in a tight pocket, the physician had to pull quite hard to remove the lead, subsequently stretching the ra lead. The physician opted to remove the lead and implanted a new ra lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).